Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Products: 5076-52 lead 2001 (B)(6); 4968-60 lead 2007 (B)(6); (B)(4).